Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/02/2016 with the following findings: a review of the pump¿s black box data verified that time and date reset to default settings after the pump was rebooted. This time and date reset to default settings issue was duplicated during the investigation. The evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The investigation discovered that the pump¿s internal battery was leaking. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue; resets to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.